Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Did the contents fall out of the pouch, into the patient? If yes, how did they remove the specimen? Did they irrigate the patient after the pouch broke? Was intra-op or post-op care changed? If yes, please explain. Is the device available for return? (B)(4).